Event description:
During a pocket revision surgery, the pt's spinal cord stimulator was explanted due to irritation at the pocket site.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. The pt is reportedly doing well.